Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the patient's atrial lead presented with high capture thresholds and a high, out of range impedance. This was seen in different positions. Another lead was used and presented with acceptable numbers. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.